Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the scope connector, electrical components of the device were broken, and the error code was displayed while the user was handling the device. There was no leakage confirmed during the leak test; and the reported event did not occur when the device was purchased and/or returned for repair. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. Users can detect the suggested event properly by handling the device in accordance with the following IFU: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device

Event description:
The customer reported that during a diagnostic colonoscopy procedure, the image blacked out when the subject device [scope] was in the patient's caecum. The user switched the processor on and off four times, but the screen remained blank, and error code e315 [unsupported scope] was displayed. The scope was withdrawn from the patient without an image, and the procedure was considered to be complete. A second scope was not used, and the patient will not be recalled for another procedure. The procedure was extended by approximately 5-10 minutes due to the issue. However, there was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image and an e315 error message was displayed. Fluid ingress was observed inside the scope connector, which triggered the pink moisture indicators, with visible fluid droplets and condensation present. Fluid inside the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. In addition, service found the light guide cover lens was chipped and cracked. The adhesive at the distal end was worn. The up/down and left/right angulation did not meet specification, and the up/down-left/right knobs had play. The electrical safety test did not meet specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.